Event description:
Patient was diagnosed with breast implant associated squamous cell carcinoma around left breast implant 7 years after secondary bilateral breast augmentation with submuscular silimed polyurethane foam coated (macrotextured) silicone gel breast implants. She presented 2 years prior to surgery with baker's grade IV capsular contracture and an ultrasound scan of the left breast was misreported as breast implant rupture. Surgery to remove and replace her breast implants was delayed for several months because of health issues and when the intact left breast implant was removed a 5-6cm diameter friable tumor was found behind the posterior implant capsule. It was invading the lower medial chest wall. The tumor was sent for histology and the invasive component was curetted and irrigated. The breast implant was not replaced. She was referred to another plastic surgeon who operated with a cardiothoracic surgeon on (B)(6) 2025, to perform wider excision of the residual tumor, resection of the medial left 3rd, 4th and 5th ribs and sternal body and chest wall reconstruction with a patch and a peddled vram flap. Unfortunately, histology has revealed incomplete excision of the scc laterally. This has become a more aggressive tumor and has recurred in the skin. She is currently being assessed for further surgery and radiotherapy. Breast implant-associated squamous cell carcinoma arising in a background of squamous metaplasia in the capsule on the posterior surface of the left breast implant. Patchy positivity for p40 and ck5/6 (squamous markers). No lymph-vascular invasion.